Manufacturer narrative:
Correction:d9. Additional information: h3, h6. A review of the complaint history record was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 09jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device does not recognize the pressure disc. The optic must be bad. The front case is also bad. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that device re-calibrated due to device failing pressure disc accuracy test.as found software version 9.15.1.2, as left software version 9.15.1.2. Front case, rear case, and handles replaced due to cracks and affected by plastic recall.barrel clamp replaced due to cracked handle. Left and right iui replaced due to corroded pins. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 09jun2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to maintenance issue of the cover/case front syringe. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which confirmed similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device does not recognize the pressure disc. The optic must be bad. The front case is also bad. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device does not recognize the pressure disc. The optic must be bad. The front case is also bad. No additional information was provided. There was no patient involvement.